Manufacturer narrative:
Additional information: b5, g3, h6 (rfr). Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study evaluated recurrence patterns and long-term outcomes in patients with colorectal liver metastases (crlm) undergoing resection and ablation with or without hepatic artery infusion pump (haip) and infusional floxuridine (fudr). Between 2017 and 2021, a total of 124 patients underwent hepatic resection and microwave ablation. There were 60 patients who underwent hepatectomy, microwave ablation and hepatic arterial infusion pump placement. Emprint or a competitor's devices were used during mwa. The following adverse events were reported for the ablation plus hepatic resection cohort: pleural effusion (2) and abscess (1). The following adverse events were reported for the ablation plus hepatic resection plus haip cohort: pleural effusion (1). Additional information received, there was no issue with the device, adverse events were procedure-related.

Event description:
According to the literature, a retrospective study evaluated recurrence patterns and long-term outcomes in patients with colorectal liver metastases (crlm) undergoing resection and ablation with or without hepatic artery infusion pump (haip)and infusional floxuridine (fudr). Between 2017 and 2021, a total of 124 patients underwent hepatic resection and microwave ablation. There were 60 patients who underwent hepatectomy, microwave ablation and hepatic arterial infusion pump placement. Emprint or a competitors devices were used during mwa. The following adverse events were reported for the ablation plus hepatic resection cohort: pleural effusion (2) and abscess (1). The following adverse events were reported for the ablation plus hepatic resection plus haip cohort: pleural effusion (1).

Manufacturer narrative:
D10 concomitant product: unk emprint ant, unknown emprint antenna (lot#unknown). Matthew c. Hernandez, 2024, recurrence patterns after complex multimodality therapy and hepatic arterial infusion for colorectal liver metastases: a reflection of biology and technique, journal of surgical oncology 2024;129:1254¿1264. Doi: 10.1002/jso.27622. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.